Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code? Lot #?

Event description:
It was reported by health authority that a patient underwent unknown procedure on (B)(6) 2019 and suture was used. The suture broke during use. Changed another one to complete the procedure. There was no adverse patient consequences reported.